Event description:
Pt had pacemaker and leads implanted in 1992. The ventricular lead impedance has dropped from 840 to 365 in 1997 to 233 in 12/1999. The lead was capped and left in pt and a new ventricular lead was placed. Pt was discharged in good condition 12/29/1999.